Event description:
Canadian customer tested her blood glucose using her 2 contour link meters and received readings of 0.6 and 6.8 mmol/l. The difference between the readings falls in the ¿c¿ zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Strip info could not be obtained but meter info was given. Customer declined replacement strips or meter. She wanted a replacement battery only. The battery was sent. No product will be returned.